Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had tower door failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s door was failed. The field service engineer (fse) had cleaned the contact points and crimper connections to address operational inconsistencies. Following restoration procedures, recovery was completed and a full inventory was conducted to verify proper functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had tower door failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.